Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient.

Event description:
In 2006, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. Post-operatively the following year, this pt presented with a type I endoleak from the right distal iliac (trunk ipsilateral side). A reintervention took place one week later, to place an iliac extender. The endoleak was resolved.